Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, white particles in the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.